Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, periodic maintenance was performed. An issue in which the loss of power alarm did not sound was identified; therefore, the main pca was replaced. Resolution of the issue was confirmed following replacement of the above component. The following parts were also replaced in accordance with the maintenance procedure to prevent potential failure: blower, outlet flow path. The unit was then thoroughly inspected, cleaned, and functionally tested. The software version was verified to be 3.6.5.

Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.